Event description:
The physician inflated the savvy long 2.0 x 22 balloon twice upon the second inflation, the physician attempted to remove the balloon but he was unable to. The physician continued trying and as a result, ended up breaking the tip of the balloon off, so there is still part of the balloon inside of the patient. This was a pta procedure below the knee. The sales rep will meet with physician next week to obtain additional information.

Manufacturer narrative:
The complaint received states that during an interventional procedure a savvy long balloon had withdrawal difficulty and when forcibly removed the distal tip separated. The physician inflated the savvy long 2.0 x 22 balloon twice upon the second inflation the physician attempted to remove the balloon but he was unable to. The physician continued trying and as a result ended up breaking the tip of the balloon off, so there is still part of the balloon inside of the patient. This was a pta procedure below the knee. The cordis corporation distributes this device and as such the original manufacturer, medinol, is responsible for the analysis and reporting of the complaint. Per clearstream: a member of the product development engineering department and a member of quality reviewed the manufacturing documentation for this lot and no anomalies were recorded in the lot history record. In addition to this documentation review the returned product (distal tip and balloon) was reviewed as part of this investigation. From the investigation of the returned parts of the catheter it was observed that this distal tip was fully attached to the balloon and that the proximal end of the balloon was detached from the catheter. It was observed that the distal tip of the balloon was damaged and that it appeared flat. An imprint of the guide wire was visible at the distal tip indicating it was flattened onto the guidewire. From our visual and mechanical inspection of the savvy long catheter lot history record and the returned product there is no evidence that the unit was manufactured incorrectly and the defect may be related to the procedure or technique used. This failure mode will be fed in clearstream's post market surveillance procedure and further analysis will be carried out if a similar complaint of failure is received. The complaint of withdrawal difficulty could not be confirmed; however, the complaint of separated was confirmed on analysis. The exact cause of the confirmed failure could not be identified. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel and procedural issues may have contributed to the reported events. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.